Event description:
Consumer reported complaint for error message (unknown) and high blood glucose test results. The customer called concerned with test results from results obtained of 158, 159, 195, 157 and 150mg/dl. Customer was also comparing to another device. The customer stated her expected fasting blood glucose test result range is 100-130mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 152mg/dl using true metrix meter. Per customer, the product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 04/30/2027 and per the customer the open vial date is 11/24/2025. The meter memory was reviewed for previous test result history: result 1: 158mg/dl date: (B)(6) time: 1:19p fasting, result 2: 159mg/dl date: (B)(6) time: 1:33p fasting , result 3: 195mg/dl date: (B)(6) time: 1:48p fasting, result 4: 157mg/dl date: (B)(6) time: 1:54p fasting, result 5: 150mg/dl date: (B)(6) time: 1:43p fasting.

Manufacturer narrative:
Internal report reference number: (B)(4), meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system note: manufacturer contacted customer in a follow-up call on 12-jan-2026 to ensure the customer¿s initial concern was resolved- the customer is comfortable with the replacement products.